Manufacturer narrative:
No abnormality found from retained lot testing and analysis of pen needle lots 520912, lot 520913 or lot 523917. The blockage of the pen needle and unusual/different sound when pen needle is attached to insulin pen is attributed to the reuse of the pen needle and the crysalization of insulin on the pen needle when left on the insulin pen while not in use. Product testing is notated in complaint (B)(4) from same user, same complaint, same item(s). The inspection of lots 520912, lot 520913 and lot 523917 show that there was no malfunction of the pen needles.

Event description:
End user reports more than once (reference another complaint lot number 523917) that her pen needles are not delivering the full dosage of insulin from lot numbers 520912 expiration 07/10/2025 and lot number 520913 expiration 07/11/2025. She will attach the pen needle to the insulin pen and "the sound is different, she uses pen needles 5 times a day".

Manufacturer narrative:
No abnormality found from retained lot testing and analysis of pen needle lots 520912 or lot 520913. The blockage of the pen needle and unusual/different sound when pen needle is attached to insulin pen is attributed to the reuse of the pen needle and the crystalization of insulin on the pen needle when left on the insulin pen while not in use. Product testing is notated in complaint (B)(4) from same user, same complaint, same item(s). The inspection of lots 520912 and lot 520913 show that there was no malfunction of the pen needles.

Event description:
End user reports more than once (reference another complaint lot number 523917) that her pen needles are not delivering the full dosage of insulin from lot numbers 520912 expiration 07/10/2025 and lot number 520913 expiration 07/11/2025. She will attach the pen needle to the insulin pen and "the sound is different, she uses pen needles 5 times a day".